Event description:
It was reported that there was noise in the recorded egm for an episode, during cardiopulmonary resuscitation (CPR). It was noted that this noise was atypical for this type of "presentation". The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.